Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 310 mg/dl. Customer stated she did not treat with multiples daily insulin to avoid blood glucose crashing but ended up going low blood glucose. Customer stated that she got low blood glucose of 50 mg/dl and was treated with apple juice and peanut butter. Customer was offered to troubleshoot for high and low blood glucose but declined.